Event description:
It ws reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a leak at the y junction. The catheter was placed in right jugular. The physician applied dermoban (glue) into the catheter to mitigate leakage power and program the catheter change. The glue was applied on (B)(6) 2014, the catheter was pulled on (B)(6) 2014. When the physician retired the catheter, he notes a break in the catheter body. The catheter remained in the patient during 4 years.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.